Manufacturer narrative:
(B)(4).

Event description:
The receiver was received for evaluation. An exterior visual inspection was performed and passed. The receiver did took the charge and boot up. The global receiver communication tool testing was performed and passed. The receiver logs were downloaded and reviewed, finding no errors related to the complaint within the investigation window. The manual test and wiggle test were performed and passed. Multiple dexcom usb charging and download cables were used to test the receiver and it passed the testing. The receiver functional test was performed and passed all the relevant testing. The overnight charging and discharge test was performed and passed. The receiver case was opened for internal visual inspection and it passed. The reported event of an overheating receiver was not confirmed. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver was overheating. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.